Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely there was no flow due to the black oily residue found inside the tubing. The cause of the residue was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited black oily residue inside the tubing along the pneumatic pipeline and the manifold system, and no flow. There was no patient involvement.